Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the circular lugs on each of the 2 attune cr, articulating surfaces used during trialing of the cr fixed bearing insert broke off. One of the springs was no longer present on one of the lugs that broke off. (We are not sure if it was originally on the lug or not). The surgeon requested x ray to come in and he could not locate the spring inside the patient. The nursing staff also checked the filter of the 'pulse lavage). After x-ray was done (on the table), the surgeon concluded that the spring must have been lost in the drapes or elsewhere (if present in the first place).